Event description:
Note: this report pertains to the first of two devices that were used during the same procedure, refer to associated MFR report #3005099803-2009-01465 for a description of the second device. It was reported to boston scientific corporation that during a prolapse repair procedure using an uphold vaginal support system, after the mesh leg was placed through the left sacrospinous ligament, the physician cut one of the suture leaders and tried to remove the sheath. He had difficulty removing it. So he tugged on it, and the sheath broke in half. The sheath half was retrieved from inside the pt using graspers. The procedure was completed with this device, and the pt is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unk; consequently, the MFR and expiration dates cannot be determined. Info was completed by the MFR based on info obtained from the complainant. The complainant indicated that the mesh was implanted and the sheath and suture lead were disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.